Manufacturer narrative:
This report is being sent as follow-up no. 1 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Upon visual and microscopic inspection, the mating features of the locator were found to be undeformed. The mating area on the cap was found to have no damage. Upon functional testing, the locator sheath connection was found to be loose. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 9 & arteriotomy locator - 70. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: nurse- cardiovascular clinical manager. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved 6 fr angio-seal dilator would not stay snapped together with device delivery sheath. It would disengage from delivery sheath without resistance when attempting to advance over the guidewire and/or femoral artery. Additional information was received (B)(6) 2023: procedure was a peripheral intervention (pta rt sfa) and a 6fr sheath. A pre-deployment angiogram was performed under fluor only, no cine. Hemostasis achieved with the deployment of angio-seal. Minimal blood loss less than 250 ml. Patient is in stable condition. No concomitant medical products used with the angio-seal. The user did not have difficulty inserting the locator into the hub. The user successfully inserted and locked the locator in the hub. The audible click on mating was slightly noticeable. There was some tactile feedback after mating. The user was unable to mate the locator with the hub after, attempted one time. The locator didn't separate after mating with the hub but would separate when trying to insert into patient's groin (access site). Uncertain if the locator was too loose and failed to stay in place. The separation occurred when device was in the patient.